Event description:
The "gripper" part of the neo-fit endotracheal tube (ett) holder that is used to hold the ett in place did not hold the et tube securely, allowing it to slip out of the trachea when the patient moved his head resulting in extubation. Required manual bagging. The gripper does not seem to hold the small 2.5 et tube very well, although that is within the manufacturer's parameters for use.